Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a severely tortuous and moderately calcified shunt. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 30 seconds. The device was removed without any problem. The procedure was completed with another of same device. No patient complications were reported.